Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in a patient to model an endurant [16x13x199] stent graft limb. A 20cc syringe filled with a 70% saline and 30% contrast was used to inflate the balloon with moderately applied pressure. Ballooning began post stent graft placement at the proximal end of the stent graft. On approximately the third overlapping inflation, moving distal within the limb, the balloon ruptured with approximately 5cc of injection. The stent graft remained in place. A new balloon was used and the event was resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.